Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted, when failure investigation is complete.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit had dim display and the audio was low. On 6/4/07 nellcor puritan bennett's rep followed up with customer. Customer provided more info that revealed no audio. There was no pt harm reported.